Event description:
A healthcare professional reported that the patients implantable neurostimulator (ins) battery was no longer functioning and was not in use but was still implanted. It was noted that the patient was implanted with the ins since 2008 but it was unknown if the ins battery had been depleted. The patient was also scheduled for an abdomen MRI and was on the liver transplant. There were no reports of medical or therapy issues and no patient symptoms reported. Follow-up is not required at this time and there is no further information related to this event. The indication for use for the implanted device was noted as complex reg pain syndrome type ii.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.